Event description:
It was reported that the rotapro burr fractured the rotawire. A rotapro and rotawire were selected for use. During the procedure, the rotapro burr fractured the rotawire. The physician was unable to remove the fractured piece, and the tip remains in the coronary artery. There were no patient complications.